Manufacturer narrative:
(B)(4): the customer reported they were not receiving alarms from the fetal monitors. No pt harm was reported. While the device display provides visual indicators of alarms/alerts occurring, the user may not recognize the failure or the pt need for add'l therapy. Sometimes the issue may be determined to not be a malfunction but related to a configuration of the obtv (alarming permissions based on the hospital protocol, and or lowered audible sound at the fetal monitor). Philips is in the process of obtaining add'l info regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed.

Event description:
The customer reported they were not receiving alarms from the fetal monitors. No pt harm was reported.